Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA 260774. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) blood collection tube underfilled during use. The following information was provided by the initial reporter: "1st tube failed to fill all the way and had to get another tube. 2nd tube filled ok".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) blood collection tube underfilled during use. The following information was provided by the initial reporter: "1st tube failed to fill all the way and had to get another tube. 2nd tube filled ok".